Event description:
As reported by the legal team, approximately four years post initial tha, this (B)(6) male patient underwent a revision due to premature polyethylene failure. No additional information available.

Manufacturer narrative:
Concomitant medical products: cocr fem head 36mm +3.5 offset 12/14 (cat# 142-36-03 / serial# (B)(4)) integrip cc, cluster 56mm,g3 (cat# 186-01-56 / serial# (B)(4)) wedge plasma x/o sz 10 (cat# 188-01-10 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6, h7 and h9 have been updated accordingly. (H3) as reported by the legal team, approximately four years post initial tha, this 82 y/o male patient underwent a revision due to premature polyethylene failure. No additional information available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The reported revision may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities, which led to prosthesis wear. However, this cannot be confirmed. These devices are used for treatment not diagnosis.